Event description:
It was reported that the inner gold part rotated from its position. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the manufacturing documents revealed that this article was manufactured according to specifications. The visual inspection has shown that the conical element had been pulled out of its original position.